Event description:
Removal of endosseous dental implant. Ten implants were placed on 3/8/96 and site 14-15 was removed due to mobility on 7/31/96. Bilateral urq and ulq sinus elevations were completed using hip grafts. The clinician suspects that possible bone graft failure was the cause of implant failure although the graft in the upper right quadrant (urq) was fine.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported falure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.